Manufacturer narrative:
H3: evaluation is pending, information will be provided in a follow up report.

Event description:
It was reported that: while the device was ventilating a patient, an alarm sounded and an error message was displayed. The device would then reboot and performed this condition continuously. The patient was transferred to another device. No patient injury.